Manufacturer narrative:
Combined product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the mid lad. After pre-dilatation, the device was introduced but could not pass to lesion due to heavy calcified and vessel anatomy was severe and acute angle at proximal lad. Additional pre-dilatation was performed. The orsiro mission was introduced again and again could not cross. High friction was felt while advancing the device and a kink in the shaft was noticed. The device was withdrawn, it was noticed that the shaft of the device was kinked and fractured. Another competitor's stent was implanted. The procedure was successful with no further complication. Patient was discharged home.

Manufacturer narrative:
Combined product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the hypotube has fractured about 437 mm distal to the kink protector. The cross-section of the hypotube at the fracture sites is no longer circular but compressed into an ellipse. The polymer coating is plastically deformed. The hypotube is kinked close to the fracture sites. The findings indicate that the hypotube most probably fractured as a result of significant bending outside the patient's body. The stent itself shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the handling during the procedure.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the mid lad. After pre-dilatation, the device was introduced but could not pass to lesion due to heavy calcified and vessel anatomy was severe and acute angle at proximal lad. Additional pre-dilatation was performed. The orsiro mission was introduced again and again could not cross. High friction was felt while advancing the device and a kink in the shaft was noticed. The device was withdrawn, it was noticed that the shaft of the device was kinked and fractured. Another competitor's stent was implanted. The procedure was successful with no further complication. Patient was discharged home.